Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The battery compartment, dso seal, uso seal, lcd lens, keypad, overlay, side label, rear label will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken case at battery door. There was no patient involved, and no patient harm/adverse event reported. The investigation found that there was a defective downstream occlusion and upstream occlusion seal.